Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implant procedure and the pocket was sutured, the left ventricular lead dislodged. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.